Event description:
Reporter alleged that the meter produced smoke. No actions were reported taken or treatment received. No adverse event reported. A request was made for return of the suspect device, and a replacement product was sent.